Manufacturer narrative:
H10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: additional information was received via medwatch report number (B)(4). The drug protonix was being infused during therapy.

Event description:
It was reported that a spectrum pump had a " potential over-delivery" during therapy. Patient was to have continuous medication running, when incoming nurse noticed the bag of medication hanging was almost empty. Nurse went to get a new bag, but when looking at mar it said a new bag was hung at 2100. The order ml/hour should have made the current bag hung at 2100 last for around 5 hours. Inspecting the bag/line, pump and floor, no leaks were found. Nurse checked rates on pump and were as ordered (10 ml per hour). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within specification. A review of the event history log for the reported event date shows an infusion of pantoprazole (protonix) at a rate of 10ml/hr and a volume to be infused (vtbi) of 50 ml (which should result in a 5 hour infusion). The infusion was started at 21:25 and at 23:09 the user stopped the pump and the remaining vtbi was correctly calculated to be 32.7 ml, however the history log cannot be used to determine the actual fluid level observed by the user. At 23:26 the user updated the vtbi to 50 ml and resumed the pump at 10 ml/hr. There were no abnormalities that could cause or contribute to the reported problem observed through the history log. The pump was found to function as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.